Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was trapped in the cartridge and therefore the lens broke at the time of being implanted in the patient's eye. The surgery was postponed until another iol of the same power and model are received. Additional information was provided by the physician, who reported that the procedure was completed six days following the initial procedure. No further information is expected.

Manufacturer narrative:
Evaluation summary: the lens was returned. Viscoelastic and ink are dried on the lens. One haptic is broken-distal area. The optic is torn/split into two pieces. There are multiple cracked areas observed. A used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip has heavy stress and a small aneurysm. Iol product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported lens damage was observed. Based on evaluation of the returned cartridge the root cause for the reported events may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The cartridge damage observed typically occurs if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. (B)(4).